Event description:
It was reported via repair work order that the power cord had cut sheathing. It was also reported that the battery backup was inoperable as it was switched off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the zoom battery not working will result in caregiver annoyance since the bed could not be moved electronically. However, it is not likely to harm the patient since the bed could still be moved manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the power cord had cut sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.